Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
This is a correction for sn (B)(4) which had a typographical error as the correct sn is (B)(4).

Manufacturer narrative:
Additional information: breakdown of the 25 events of lens damage is as follows: 4 events for haptic damage, 4 events for lens damaged, 3 evens for cosmetic, 1 event for iol torn, 13 events for inserter problem,lens damaged. Out of the 25 events 3 reported removal and replacement. Products have not been returned. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes 25 malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: 24 investigations were completed for the period: 17 investigations the product was not returned. The investigations concluded there was no manufacturing deficiency. 4 investigations the product was returned and no issues were identified. The investigations concluded there was no manufacturing deficiency. 2 investigations the product was returned and the lens was cut. The investigations concluded there was no manufacturing deficiency. 1 investigation the product was returned and the lens was cut, the haptic was bent/distorted and the other haptic detached. The investigations concluded there was no manufacturing deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.